Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that patient is a donor, who had been inserted catheter first day. Blood sampling was been taken before inserted catheter, the result of pt/aptt was normal. After catheter was inserted then dr used heparin locking catheter as IFU recommend a site 1.3cc/ v site 1.5cc. Moreover blood sampling was been taken again through peripheral vein, however the result was shown pt/aptt prolong. Dr is wondering that the primary volume of catheter (a site 1.3cc/ v site 1.5cc) is not precise, as a result patient¿s pt/aptt data was been interfered by heparin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a prolonged procedure is confirmed but the exact cause remains unknown. One 20 cm flexxicon dialysis catheter was provided for evaluation. Blood residue was visible within the extension tubing. No damage was visible on the surface of the catheter tubing. The catheter lumens were flushed with water using a 12 ml syringe. Resistance was noted when flushing both lumens; however, fluid was observed to be able to infuse and aspirate with a restricted flow. Microscopic observation of the distal end of the catheter revealed biological residue to be occluding the flow paths. The priming volume for the arterial and venous lumens are 1.2 and 1.3 ml respectively and are shown in both the product IFU and on the extension tubing clamps on the device. The blood residue likely contributed to the restricted by creating a partial occlusion; however, the cause of the formation of the partial occlusion is unknown. The product instructions for use (IFU) states, "1. Flush arterial and venous lumens with a minimum of 10 ml of sterile saline. 2. Inject a heparin solution of 5000 units per ml of saline into both the arterial and venous lumens of the catheter. When injecting heparin, inject quickly to insure that the heparin completely fills the lumen of the catheter. The total volume of each heparin solution must be equal to the internal volume of each lumen. Each lumen must be completely filled with a heparin solution. 3. Attach the sterile injection caps to both the arterial and the venous clamping extension pieces." H3 other text : evaluation findings are in section h.11

Event description:
It was reported that patient is a donor, who had been inserted catheter first day. Blood sampling was been taken before inserted catheter, the result of pt/aptt was normal. After catheter was inserted then dr used heparin locking catheter as IFU recommend a site 1.3cc/ v site 1.5cc. Moreover blood sampling was been taken again through peripheral vein, however the result was shown pt/aptt prolong. Dr is wondering that the primary volume of catheter (a site 1.3cc/ v site 1.5cc) is not precise, as a result patient¿s pt/aptt data was been interfered by heparin.